Manufacturer narrative:
The complaint is still considered closed.

Manufacturer narrative:
The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations. The investigation could not draw any conclusions about the reported event with the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Patient was revised to address high cobalt and chromium levels and fluid collection. Update - (B)(6) 2013 - litigation papers received. It is alleged that the patient suffers from pain and limited mobility. There is no new additional information that would affect the investigation. Update rec'd (B)(6) 2013 - pfs and medical records received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2013. Doi (B)(6) 2010 - dor (B)(6) 2011 (right hip). The devices associated with this report were not returned. A previous review of the device history records for the 3023702 lot code did not reveal any related manufacturing deviations or anomalies. A review of the device history records for the 2979624 lot code did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Pt was revised to address high cobalt and chromium levels and fluid collection.